Manufacturer narrative:
The soft cannula was observed to be damaged and stretched beyond the specification. The timing and cause of this damage is unknown. The downloaded data does not show any timeouts or drive stalls during the run that would indicate a failure to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached close to 300 mg/dl while wearing the pod between 24 and 36 hours on the arm. Ketones were tested and the results were negative. As treatment, a new pod was applied.